Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the lot was manufactured from november 18, 2020 - november 19, 2020. H10: two (2) actual samples were received for evaluation containing 9ml and 32ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on both samples and the flow rates were found to be within the product specification range. The reported condition was not verified. The devices were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date and month of year 2021. Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors under-infused during patient infusion. The devices had been filled with piperacillin/tazobactam. There was no report of patient injury or medical intervention associated with this event. No additional information is available.